Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: 13-mar-2026, UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving saline (1 mg/ml at 0.0069 mg/day) via an implantable infusion pump. It was reported that the patient had suboptimal pain relief since her device was originally implanted despite multiple dose titrations. The physician believed that it was likely due to the anterior placement of the catheter tip placement. The physician removed the previously existing proximal segment the new catheter was placed at t11 without difficulty. Confirmed posterior placement. The new spinal segment was tunneled to the existing pump pocket and connected to a new proximal segment and the previously existing pump. A catheter aspiration was done from the access port with positive return of csf. The pump was placed back within the pocket and incisions were then irrigated enclosed.